Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. It was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. It may have had intermittent failure that was not detected. They were unable to confirm the motor position encoder error alarm due to erased history file. The pump had scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 5.4 mmol/l. The customer was priming when the alarm was received. The drive support disk was normal and the pump was not exposed to high magnetic field. Troubleshooting was performed. The device was returned for analysis.